Event description:
It was reported that when the patient had back surgery in 2011 the catheter was cut. The pump was then filled with saline. At that time the patient wanted to keep the pump implanted just in case she needed it in the future.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).